Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Event description:
New information noted that the patient presented in clinic with mild-to-moderate shortness of breath or dyspnea with exertion prior to the explant procedure.

Event description:
New information notes shortness of breath as a postoperative diagnosis.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2019 rather than blank.